Event description:
It was reported that the insulin pump squirts insulin during the prime/rewind process. The current blood glucose reading is 148 mg/dl. The drive support cap is protruded. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during basic occlusion test due to protruded/loose drive support disk. The insulin pump received with missing end cap sticker.